Event description:
The customer's family member called and stated that the pump did not give an alarm when the reservoir was empty. At the time of the call, the customer was at school. It was indicated that the family member will call back once the pt returns home to troubleshoot. No further details.